Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer mother reported via phone call that they experienced high blood glucose level of 1600 mg/dl. The customer had symptoms of blood glucose levels such as body temperature was 89, ph 6.9, fell into a diabetic coma, collapsed and her kidneys had shut down and the fluid depressed her heart function and she also suffered with deep tissue wounds due to being down for so long. It was reported that the customer brain was miraculously unaffected. The customer was treated with intubation and was on dialysis. The customer had also reported that she was emotionally devastating, she was cognitively 100%. She was in a coma for (B)(6) days. Customer's blood glucose value was 1600 mg/dl at the time of the incident. The customer had reported injury due to faulty infusion set, in mid-(B)(6) customer used an infusion set from one of the two opened boxes that we had in the house. Customer stated that she was feeling dehydrated and tried to drink water and pump was not working. The customer was hospitalized on (B)(6) 2017 and was treated in hospital. The blood glucose level value when customer was admitted to hospital was 1600 mg/dl. It was reported that the customer was in home and was unable to get a hold of her on (B)(6), she was found on (B)(6), with 1600 mg/dl, was in intensive care unit until (B)(6). It was reported that the customer had event throwing up and was dehydrated that leading to hospitalization. Customer also stated that she doesn't remember what happened or how the pump came off from the (B)(6) the customer stated that she was not comfortable at this point to troubleshoot. The product was not returned for analysis.